Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the up arrow keypad button was intermittently unresponsive with contamination under all key contacts. Additionally, investigation revealed that the display was dim and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 09/05/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: the keypad cover was found to be torn between the down and ok keypad buttons. During testing, the up arrow keypad button was found to be intermittently unresponsive. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Additionally, evaluation revealed that the battery compartment was cracked and the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).